Manufacturer narrative:
The physician indicated that the area was calcified and tortuous tract, and trouble was noted when advancing the sheath and the stent could not be advanced through the stenosis. The stent dislodged from the balloon upon removal from the sheath. It became lodged in the valve of the mullins sheath. "This was not a stent related problem." The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.

Event description:
During a pta procedure, the genesis xd got stuck on 11 french mullins sheath and the stent dislodged in the hub of the sheath. The stent was removed and there was no patient injury reported with the event.